Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used during a retrograde intrarenal surgery (rirs) procedure performed in the ureter on (B)(6) 2019. The indication for the procedure was for ureterscopic lithotripsy. According to the complainant, during procedure, when lithotripsy was finished the complainant observed that the length of the stone cone seemed shorter than usual. Another stone cone retrieval coil was used for length comparison and it was discovered that the tip of the stone cone that was used had broken off and was in the ureter of the patient. Tools were used to take out the tip from the patient. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
B5: additional information updated. G1: manufacturer site address 2: industrial park j.,bermudez of cd juarez. G1: manufacturer site email: (B)(6). Block h6: device problem code 2907 captures the reported event of coil detached. Block h10: investigation analysis. A stone cone retrieval coil was returned for analysis. The device was received fragmented into four components. Visual analysis found the distal tip blue/green heat shrink section contained an intact ball weld and distal stop. The coil is broken. A portion of the blue/green ptfe heat shrink jacket was detached, due to the coil detachment. The blue sheath of the working length was also detached, and contains several kinks. The remainder of the device was received, including the white heat shrink, nitinol core wire, and remainder of the broken coil. Based on the damaged condition of the device, it is likely that operational factors, such as user handling/technique, patient anatomy, and the nature/size of the target retrieval object, contributed to the complaint. Additionally, the damage was noted by the user after performing lithotripsy. Therefore, the most probable conclusion code is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used during a retrograde intrarenal surgery (rirs) procedure performed in the ureter on (B)(6) 2019. The indication for the procedure was for ureteroscopic lithotripsy. According to the complainant, during procedure, when lithotripsy was finished the complainant observed that the length of the stone cone seemed shorter than usual. Another stone cone retrieval coil was used for length comparison and it was discovered that the tip of the stone cone that was used had broken off and was in the ureter of the patient. Tools were used to take out the tip from the patient. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The tip was removed from the patient through the use of a cook medical basket.

Manufacturer narrative:
Additional information updated. G1: manufacturer site address 2: industrial park j.,bermudez of cd juarez. Additional information - b5, e1 (initial reporter address, phone, and fax). Manufacturer site email: (B)(4). Block h6: device problem code 2907 captures the reported event of coil detached. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used during a retrograde intrarenal surgery (rirs) procedure performed in the ureter on (B)(6) 2019. The indication for the procedure was for "ureteroscopic" lithotripsy. According to the complainant, during procedure, when lithotripsy was finished the complainant observed that the length of the stone cone seemed shorter than usual. Another stone cone retrieval coil was used for length comparison and it was discovered that the tip of the stone cone that was used had broken off and was in the ureter of the patient. Tools were used to take out the tip from the patient. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Additional information received as of january 28, 2019. The tip was removed from the patient through the use of a cook medical basket.